Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen visual was blank with the pump powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/24/2015 with the following findings:the pump powered on, and the pump display screen was found to be functional: the reported issue was not duplicated. However, the display screen visual was observed to be dim and discolored due to an unidentified display failure.